Event description:
An e-mail was received in 2001 notifying minimed of a customer's death. Rptr stated that the customer was with family members at the time of the incident as other family members were out of town. The rptr stated that 8 days later the customer came home with high blood glucoses and vomiting. The customer laid down at that time and when a family member went to wake the customer up the customer did not respond. Rptr did not have anymore details surrounding the death. Six days later, the customer's family member called to report the pump had an alarm that needed to be cleared but that the family member did not want to return the pump. The family member also stated that they would be moving in may 2001 and would be unreachable after that date. The family member declined giving any forwarding address or further info. The cause of the death was not determined at this time. In 08/2001 the customer's family member again contacted minimed with results of the autopsy report. According to the family member the report stated the cause of the death was diabetes complications with a possible seizure from hyperglycemia. The pt's family member acknowledged that the pt came home from school and was not feeling well. The pt had a headache and was nauseous. The pt took advil, bolused and then laid down. The pt's family member confirmed that according to the autopsy report the customer passed away thirty (30) minutes after the pt went to sleep and was not found until 1.5 hours later. The family member has requested a replacement be sent so they may donate the pump.